Event description:
Two patient samples with discrepant results. Patient 1, in late 2007 initial troponin t result gave < 0.010 ng/ml; repeat gave a positive result - exact result not provided. Patient 2, in 2008 initial ckmb result gave 2.22 ng/ml; repeated twice giving 47.95 ng/ml and 40.51 ng/ml respectively. Erroneous result reported for patient 1 only. Patient not adversely affected. The field service representative found the sr probe was out of adjustment, and readjusted the sr probe and rack sampling positions.